Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 156105: (B)(4) items manufactured and released on 01/20/2016. Expiration date: 01/03/2021. No anomalies found related to the problem. To date, (B)(4) the items of the same lot have been (B)(4) without any other similar reported event.

Event description:
Additional surgery performed after 2 years and 7 months due to pain caused by knee liner screw mobilization. The screw has been removed successfully arthroscopically.